Event description:
A peritoneal dialysis registered nurse (pdrn) contacted technical support for assistance and during the call stated that the patient had not used the cycler in a while because they had been in the hospital. The pdrn reported that the patient was receiving a supply bag lines are blocked, please check the supply lines alarm during dwell 2 of treatment and treatment was unable to be completed. The pdrn was advised to discontinue use of the cycler. It was reported that an alternative treatment option was available. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Multiple attempts have been made to obtain additional information, however to date have been unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The pump a mushroom head was found to be crooked on its shaft. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019 during a call to technical support, it was reported that this female patient on peritoneal dialysis (pd) had been in the hospital. No reason for hospitalization was provided. Attempts to obtain additional information were not successful. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted technical support for assistance and during the call stated that the patient had not used the cycler in a while because they had been in the hospital. The pdrn reported that the patient was receiving a supply bag lines are blocked, please check the supply lines alarm during dwell 2 of treatment and treatment was unable to be completed. The pdrn was advised to discontinue use of the cycler. It was reported that an alternative treatment option was available. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Multiple attempts have been made to obtain additional information, however to date have been unsuccessful.